Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the program a rep gave them was differential target multiplexed (dtm). Patient reports that it didn¿t work. They also said paresthesia didn¿t hit area they needed. Rep spent about an hour trying. Patient reported that the last program that helped them was high dose (no paresthesia). Rep informed patient that they cannot program high dose with their current implantable neurostimulator (ins). (B)(6) 2023 lfc (hcp): additional information was received from patient's hcp stating they examined patient neurologically as well as interviewed and discussed with patient about the extend of their symptoms. Hcp state patient previously had good relief until recent fall and also had a breaking of lead. Patient did some physical examination, all incisions are well healed and patient is taking anticoagulation and antibiotics. Furthermore, hcp explains why they placed the leads where they positioned them explaining to patient and their husband the risk of removing leads which had been implanted since 2016 and rep was present confirming the risk hcp explained and recommending they leave the leads where they are and place them somewhere else and mentioned patient elected to proceed with the procedure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D10: section d information references the main component of the system and other applicable components are the leads. Product ID 977c165 lot# serial# (B)(6), implanted: (B)(6) 2023, product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins) for non-malignant pain. The reason for call was  pt stated they were implanted with the wrong ins back in march; pt said they never had any issues/complaints with devices since 2016, and they worked well for their chronic pain. Pt said the healthcare provider (hcp) who implanted the ins, was new to them and they had to use a new neurosurgeon to replace leads as well. Pt said the doctor implanted the wrong ins and the lead was in the wrong position, so therapy wasn't able to work in the area they needed to cover their pain. Agent understood jordan was with pt during and after implant. Pt said they couldn't beprogrammed for the high dose programming that they needed, due to having the wrong implant, so rep sent pt back to their previous rep. Pt mentioned they were having trouble getting their health insurance to approve a new surgery to fix the problem. Pt said they were disabled and lost their job because they were in too much pain to work. Additionally, pt's pain medication was on the national shortage list, and they were allergic to almost every other type of painkiller, so pt couldn't even take pain medication. Pt said they needed a new rep to work with. Agent discussed with escalation team how to best address pt's complaint and told pt someone would reach out to them within 24 hours. Rep responded to deny the claims and provided additional context. Pt was upset by the untimely response by rep (rep had power outage and was unable to communicate with pt). Rep said would be best for pt to continue working with a different rep. Additional information was received from a manufacturer representative (rep). The rep reported that the program a rep gave them was differential target multiplexed (dtm). Patient reports that it didn¿t work. They also said paresthesia didn¿t hit area they needed. Rep spent about an hour trying. Patient reported that the last program that helped them was high dose (no paresthesia). Rep informed patient that they cannot program high dose with their current implantable neurostimulator (ins).